Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4).